Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the reported single leaflet device attachment (slda) is the result of the device being damaged by another device. The reported device damaged by another device and difficult positioning due to anatomy are the result of patient anatomy. The reported unchanged mitral regurgitation is the result of the slda. The reported patient effect of unchanged mitral regurgitation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported major surgery and hospitalization are the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Additional information was provided and it was found that this is a duplicate event of cn-045182. The information was previously filed under MFR # 2024168-2020-08271-01.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds device referenced in b5 and d11 is filed under separate medwatch report number.na

Event description:
This is filed to report the single leaflet device attachment (slda), damage by another device and surgical intervention.it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The first xtr clip delivery system (cds 00122u127) was attempted to be placed in lateral aspect of a2/p2. The clip was positioned above the valve, an attempt was made to take some m knob off, but this did not bring the clip away from the medial position and the clip appeared stuck. The clip was inverted and the steerable guide catheter was placed in a lateral position, but the clip remained stuck. Small repetitive movements were made and the clip was opened to 120 degrees and inverted again. Additional repetitious movements were made and finally the clip was freed. The clip was moved medially and positioned without issue and the clip was implanted. There was no tissue damage noted, but mr was still significant. A second cds (00122u126) was advanced to the mitral valve. The clip was placed lateral to the first clip, where the first clip had been stuck. The clip was advanced across the valve and became stuck on the chordae. The same troubleshooting was performed. Finally, the clip became free; however it is unknown what maneuver freed the clip. It was noted that the troubleshooting caused the first clip to detach from the posterior leaflet (slda). It was noted that during the troubleshooting maneuvers, there appeared to be indirect contact with the first clip, as the first clip traveled with the second. The second clip was not implanted and the cds was removed. The physician commented that the anatomy was unfavorable. No further clips were attempted and the decision was made to treat the patient surgically. One clip was implanted and the mr remained at 4. On (B)(6) tral valve replacement was performed. No additional information was provided.